Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, after cleaning the harmonic ace instrument "head" and continuing to use it, the knife broke off and fell inside the patient. The fragment was retrieved during the same procedure. The customer also reported that there were no instrument collisions during the procedure. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The instrument was in use for ten minutes up until the reported event. The surgeon was dissecting tissue at the time of the event. After the blade of the instrument broke off and fell inside the patient, the fragment was visually located and retrieved during the same procedure. It was confirmed that all fragments were retrieved. No additional surgical procedure was required to remove the fragment. There were no post-operative tests performed to check for remaining fragments. The instrument was not removed prior to the breakage. There was no resistance upon final removal of the instrument through the cannula. The surgical staff did not notice any other damage to the instrument or cannula after the event occurred. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. It was confirmed there was no patient harm, injury or adverse outcome. The alleged product issue did not require medical intervention. The surgeons elected to convert to open surgery because the operation took too long, and they did not have the confidence to use harmonic ace instruments to complete the operation. In addition, the operation was very difficult, so it was the best option to convert the procedure. The instrument is available for return to isi for evaluation. A video recording of the procedure is not available, but an image of the instrument damage was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the harmonic ace instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. The instrument's lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. A review of the provided image is consistent with the alleged complaint of broken blade. The root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review. This complaint is being reported due to the following conclusion: during a da vinci-assisted liver resection surgical procedure, it was alleged that the blade of the harmonic ace instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. At this time, it is unknown what caused the breakage to occur. Furthermore, the procedure was converted to open surgery because the difficult operation took too long, and the surgeons did not have the confidence to use harmonic ace instruments to complete the operation.

Manufacturer narrative:
Additional information can be found in the following fields: b3, d4, d9, g3, g6, h2, h3, and h4. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found with a broken curved blade. Failure analysis found the primary failure of a broken curved blade to be related to the customer reported complaint. A broken piece measuring approximately 0.40" x 0.10" was not returned with the instrument. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is attributed to mishandling/misuse. A review of the procedure log showed the site performed this liver resection surgical procedure on (B)(6) 2022 with system sk5031. In addition, a review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90210927-0385) was last used on (B)(6)2022 during a liver resection procedure with system sk5031. The harmonic ace instrument is a single-use device.

Event description:
Refer to h10/h11 for follow-up information.